Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/03/2020. A manufacturing record evaluation was performed for the finished device lot mlk152, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the procedure delayed? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain how was the case completed? Any other adverse patient consequences and what medical/surgical intervention was required to manage them?

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgical procedure in 2019 and the barbed suture was used. When a surgeon passed the barbed suture through intact tissue and pulled the suture through to properly seat the tab, the tab on the suture broke off. The procedure was delayed by an undetermined amount of time and was completed successfully. There were no patient consequences reported.